Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. The product was not available for analysis since it was still implanted. A review of manufacturing route sheets were conduced and this lot of products met all requirements per the applicable manufacturing quality plan. Dissection is a known potential adverse event associated with implantation of coronary stents. Based on the available information, vessel characteristics which may have contributed to the event. There is no indication the event is design or manufacturing related.

Event description:
The report is of a type a dissection which occurred during the index procedure. The patient was a male. The indication for the index procedure was stable angina pectoris. The target vessel was the distal circumflex artery. Vessel diameter was 2.5mm and the lesion length was 28mm. Pre-procedure stenosis was 90% and timi flow was 2. The lesion was de novo, not ostial, irregular contour, excessively tortuous, angled, eccentric and had moderate calcification. According to the instructions for use, the safety and effectiveness of the cypher select + stent has not been established in patients with tortuous vessels that may impair stent placement. A 6f guiding catheter was used. The lesion was pre-dilated with a 2 x 20 mm balloon at 12 atm. Two stents were implanted, overlapping in the lesion. A crb33250 was electively deployed at 8atm with suboptimal results. A type a dissection was observed and a crb13250 was deployed to treat the dissection. The index procedure was stopped here and the patient was treated with aggrastat for 12 hours. Post-procedure stenosis was 0% and timi flow was 2. The patient was discharged the following day. The patient was followed up a month later and was asymptomatic.